Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's low blood glucose (bg) levels was below 45 mg/dl. The customer's parent brought the customer candy to eat to address the low bg as the customer was not feeling well. The customer was conscious during the low bg. The customer thought that the low bg was due to being more active at times and to the pump's basal rate setting needing to be adjusted and that at times. The customer was to discuss the low bg events with a healthcare provider.